Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station aor6 drawer was jammed, unable to recover and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue was reproducible and the system was operating normally at the time of inspection. A field service engineer arrived with no active failures, verified with the available customer, tested all drawers in the application and hardware test application with all results passing. The system functioned as intended after the field service engineer investigate the device.